Event description:
Home pt (hp) reports that the hp connected self to the pt line of homechoice set before the hp should have, during prime. Hp reports baxter tech assisted in restarting with new supplies to complete treatment. No pt injury or medical intervention required per hp.